Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device experienced a fall which resulted in contusions on the face. Upon interrogation, premature battery depletion was observed. Additionally, high out of range impedance measurements and possible loss of capture. The connection was verified to be appropriate and the lead was tested through which verified all measurements were appropriate. As a result, the device was explanted and replaced. No additional adverse patient effects were reported.